Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: the inspection method for the event is described as follows in the instruction manual "chapter 3 preparation and inspection 3.2 inspection of the endoscope" which states: [endoscope inspection] 4. Visually confirm that there are no bends, twists, bulges, or other abnormalities near the boundary between the ore dome part and the insertion part. 5. Cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating resin, peeling, peeling, etc. Visually confirm that there are no abnormalities such as adhesion of foreign matter or falling off of parts. 6. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no catching on the entire circumference. Also check that the insertion site is not unusually hard." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the coating of the image guide connecting tube was discovered to be peeling off. The customer's originally reported issue of leakage was confirmed due to a pinhole. The following additional findings were also noted: assorted dents, scratches, discolorations, chips, knob play, and an abnormal sound made by damage on angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their oes bronchofiberscope had a leakage. Upon inspection and testing of the returned unit, the coating of the image guide connecting tube was discovered to be peeling off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.